Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, the closing trigger and anvil in a closed position, and one gst45w reload present. The reload was received fully fired with reload deck damaged. During the evaluation, a clip inside the jaws was noted proximal to the knife, avoiding it from returning to a home position. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device was fired with a white reload but were not able to get the jaws open. Reverse was attempted, then the battery was flipped, and reverse was attempted again but the device did not open. Manual override was used to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.